Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No interventions were performed. The patient's condition was unknown.